Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer¿s parent reported via phone call indicating that the customer had experienced a power error on their insulin pump and triggers the device into the suspend mode. The customer¿s blood glucose level was unknown at the time of the incident. The caller stated that the batteries drain every day. The customer was advised to use the proper batteries for the device but the caller did not have the insulin pump to troubleshoot at the time of the call. The customer did not troubleshoot and did not send the product back for analysis.